Event description:
It was reported that the device was detached. A 150/10 renegade hi-flo catheter infusion was selected for use. During the procedure, a microcatheter was open for super-selection of blood vessels, but the device could not be used, the device was detached in two pieces. The procedure was completed with a different device. No patient complications were reported.